Event description:
Same case as MFR's #: 6000089-2004-00937, 6000089-2004-00938 and 6000089-2004-00943. Following a coronary drug eluting stenting treatment procedure, the pt developed a subacute thrombosis and subsequently expired. In 2004, the physician had implanted a cypher drug eluting stent in the rca, 2 taxus express2 drug eluting stents in the lad and 2 taxus express2 drug eluting stents in the ramus intermedius (ri). One of the taxus express2 stents was a 2.5 x 20 mm and a second one was a 2.5 x 24 mm. The other taxus express2 drug eluting stent sizes and where they were positioned is unknown. The lesion in the lad was 90% stenotic and there was 70% stenosis in the ri. Both lesions had been predilated. The angiographic results were satisfactory and no procedural complications were reported. Two days later, the pt developed chest pain and s-t segment elevation on EKG and was found to have subacute thromboses in the areas of the previously implanted taxus drug eluting stents. The physician performed balloon angioplasty and administered recombinated streptokinase. A distal protection device was also used to extract thrombosis. Blood flow was restored angiographically and after 30 minutes observation, the pt was dispatched to the pt ward. Routine anti-platelet regime was administered (heparin, plavix, aspirin). The pt expired 4 days later. An autopsy was not performed.